Event description:
It was reported the cord of the programmer head is damaged and the wires are exposed. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was damaged. It was also noted that the lens was cracked and the rubber portion of the label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).